Event description:
The facility reported a pump with low battery voltage. It is unknown when this problem occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 29, 2007. Evaluation summary:the reported condition of low battery voltage was confirmed during product evaluation. Inspection of the device also found that the low battery voltage caused failure code 570:320:844:0000. This failure code was caused by damaged main batteries and therefore the batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.